Event description:
Consumer reported complaint for erratic blood glucose test results and expressed concern about taking too much insulin. The customer is concerned with test results from back to back blood tests of 346 and 274mg/dl and 302, 247 and 174mg/dl (fasting/non-fasting status unknown). The customer¿s expected am fasting blood glucose test result range is 85-100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/17/2023 and test strips were being handled properly (open vial date not disclosed). The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned incorrect test strips. Meter was returned - product evaluation in process. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 10-may-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation - customer returned incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system.